Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump since the original unit shut off on its own.